Event description:
While performing a small bowel resection md attempted to use a ta 60mm-3.5mm stapler for his anastomosis, however the device failed to fire any staples. Md chose to sew the anastomosis as an alternative since the ta stapler failed. The device was passed off the field in its entirety and sent to biomed.